Manufacturer narrative:
Product event summary: the partial lead was returned in segments. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Concomitant medical products: 407652 lead implanted on (B)(6) 2011.

Event description:
It was reported that the patient experienced multiple episodes including three non-sustained ventricular tachycardia episodes. A cardiac resynchronization therapy defibrillator (crt-d) sensing and detection issue was noted "due to large gaps in the r to r intervals." Additionally, it was reported that a right ventricular (rv) lead integrity alert (lia) was triggered for rv undersensing during fine ventricular fibrillation (vf). High rv capture thresholds were also noted. Both the crt-d and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.